Manufacturer narrative:
Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, undersensing and insulation damage. The lead was capped and not replaced due to chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.